Event description:
It was reported that pump screen would randomly shut off and go black. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, no troubleshooting was completed, and no additional information was obtained, so no further action was taken.